Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had power error detected and notification light stop flashing immediately after removing battery. Customer¿s blood glucose level was 600 mg/dl at the time of incident. It was also reported that the customer was hospitalized due to high blood glucose and positive ketones on (B)(6) 2019 with blood glucose of 600 mg/dl as insulin pump was turned off due to power error. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer experienced the symptoms such as nausea, vomiting and abdominal pain as result of high blood glucose and treated with pen and infusions. Based on customer report customer was not alleging that the insulin pump was under delivering. Customer declined to test insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08720 inches. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No power error 25 or power loss alarm noted during testing or in the device trace download. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.